Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test with nordic bluetooth device was performed and failed. Share data was evaluated and a loss of connection was present on the issue date. The reported loss of connection was confirmed. The probable cause was determined to be a defective transmitter, as the device failed the pairing test and loss of connection was observed within the share data log.